Event description:
(B)(4). Same patient as: 2134265-2012-00795. Same case as: 2134265-2012-00897. It was reported that during and post a percutaneous coronary intervention, balloon rupture occurred. Lesion 1 was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 4.4mm in diameter and 34mm long. The lesion was predilated with the placement of a 4.0x38mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the de novo mid rca. The lesion was 70% stenosed, 4.4mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 4.0x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was a de novo lesion located in the 1st right posterolateral (rpl). The lesion was 90% stenosed, 2.4mm in diameter and 13mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 4 was a de novo lesion located in the 2nd rpl. The lesion was 90% stenosed, 2.7mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. During the index procedure balloon rupture occurred. The 3.0x15mm apex balloon was pulled back across the moderately severe eccentric stenosis in the proximal rca and inflated to 16 atm at which the balloon was punctured by the calcified eccentric plaque. The balloon was removed. Subsequently, a 3.5x20mm quantum balloon was inserted across calcified eccentric stenosis and inflated to 24 atm at which the balloon punctured and was removed. A 2.5x15mm apex balloon was unable to cross the ostial proximal stenosis of the 1st rpl. The balloon was inflated twice and again tried to cross the lesion. The balloon was unable to cross into the proximal 1st rpl. The balloon was removed intact. The 1.5x20mm apex balloon successfully crossed and was inflated thrice. After which a study stent was deployed. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier - (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).